Event description:
The pt expired one week post-implant. The physician indicated that the pt had a generalized tonic-clonic seizure and died in the ER. The vagus nerve stimulator had not yet been programmed on.